Manufacturer narrative:
Additional primary device was returned to manufacturer. It was reported that the rod popped out of the screw and one side of the inner collet was found separated from the screw during the revision. It is unknown when the inner collet of the screw sheared. It could have occurred during the original surgery or post-operatively after the rod popped out of the screw head. Follow-up #1/final report issued to include k2m's risk assessment review as indicated below. "The mesa risk analysis, risk-004 rev 4 was reviewed. The hazards: lines 1-6: rod slips, addresses the scenario described in this MDR. The probability and severity associated with these hazards are found to be accurately assigned. No edits are required. A review of the manufacturing and inspection records did not reveal any contributing information/trends. The surgical technique guide and IFU are accurate and available to the surgeon - no edits required. (B)(4). Manufacturer has made several attempts to gather information. K2m, inc does not expect to receive additional information in regards to this case and then, considers this to be a close-out report.

Manufacturer narrative:
It was reported to k2m inc on (B)(4) 2015 that a patient was revised (B)(6) 2015 due to rod slipagge/pop out. Subject rod remains in the patient. Additional primary device in transit to manufacturer for evaluation. X-rays and photos available for evaluation. Company rep confirmed patient satisfactory status. Company will file supplemental report once new information is available. Device in patient, not returned.

Event description:
It was reported to k2m inc on (B)(6) 2015 that a patient was revised (B)(6) 2015 due to rod slipagge/pop out.